Manufacturer narrative:
There are no indications or allegations that any portion of the nalu system having failed or malfunctioned, as evidenced by all components remaining implanted and in use after both revision procedures. Per the implanting physician, the patient condition (low body mass) and superficial placement of the implanted anchors was the likely cause of the initial discomfort and was alleviated by placing the implanted components in a deeper position. The patient was then able to utilize the system for approximately 2 years with no record of complaint before again reporting discomfort at the lead site. There is no report of any event taking place within that time that may have contributed to the suspected lead migration. The patient is reported to have a very low bmi, possibly indicating insufficient tissue mass to support sustained implant stability in the active abdominal location. Migration of implanted components is a known inherent risk of neuromodulation systems and it is unknown how much the patient's body habitus and activities influenced the lead stability.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat abdominal pain. After implant, the patient complained of localized pain or discomfort which the physician believed was related to the placement of the implanted anchors in conjunction with the patient's low body mass. On (B)(6) 2023 a procedure was performed to move the existing implanted leads and anchors to a less superficial position to alleviate the patient discomfort. No components were explanted or replaced during the procedure. See MDR 3015425075-2023-00302. The patient utilized the system for approximately 2 years before again reporting mild to moderate pain near the lead site. The physician assessed the patient and system and determined that the leads may have migrated distally, causing the discomfort. On (B)(6) 2025 a procedure was performed to loosen the anchors and reposition the existing leads, then re-anchor. No components were removed or replaced during the procedure.